Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/, and excessive no delivery alarm test. No blank display or motor error alarms noted. Unit functioned properly. Motor was tested outside the device and passed. Unit received with intermittent button response during testing due to flattened dome switch on the up arrow button, down arrow button and esc and act buttons. Unit received with minor scratched lcd window and cracked reservoir tube lip. J2 lcd connector was inspected and no anomaly was noted. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 230 mg/dl at the time of the incident. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.